Event description:
It was reported that the patient underwent a spinal procedure and during the surgery, two screws slipped and were replaced to complete the surgery .no impact was reported to the patient. The patient¿s current status was reported as "overall ok".

Manufacturer narrative:
Product analysis: macroscopic and optical examination did not identify thread crest or flank damage. Functional evaluation with a sample mas found the implant was able to be fully engaged into the mas head without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.